Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-24367. It was reported that during procedure, the patient's right atrial (ra) and right ventricular (rv) leads both had high pacing impedances. Both the ra and rv leads were not used and replaced. The patient was stable throughout procedure.